Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The bipap auto biflex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. In addition, the device had dust fail contamination, displayed error code: 61 (e-61: err_pll_unlocked), error code: 63 (e-63: err_stuck_knob_key), error code: 65 (e-65: err_stuck_encoder_a) and error code: 66 (e-66: err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.